Event description:
It was reported that an ilet user experienced persistent alert 60 indicating a bluetooth communications error, with multiple restarts and cgm re-pairing attempts failing to resolve, while dexcom g7 readings continued on the dexcom application. Symptoms included no reported adverse clinical effects. Outcomes included device replacement to restore therapy continuity. Investigation included agent-guided troubleshooting, device charging verification, cgm re-pairing attempts, and logistics follow-up including shipment tracking. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.